Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement reported. Covidien troubleshot this issue with the customer. The customer was advised to replaced the breath delivery unit (bdu) printed circuit board (pcb).